Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced pump stoppages on (B)(6) 2014. The power module patient cable and power module was replaced, then the system controller that evening. There were no add'l pump stoppages since the system controller was changed, but power spikes continued. Review of the data log file by the manufacturer was not able to find data to explain the speed drops and pump stoppage. It was also noted that the patient is no longer having any more power spikes on the new system controller.